Manufacturer narrative:
The manufacturing location and event date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Findings; inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Bent sensor cannula confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 29 mg/dl. The customer declined to troubleshoot for low blood glucose level. The customer's weight is (B)(6) lbs. The customer wanted assistance through troubleshooting for through troubleshooting with the customer it was discovered that the low alerts on the sensor feature was turned off. The customer was assisted with turning the feature back on. It was discovered that the customer never started the sensor. The customer was assisted with starting the sensor and the transmitter did not blink when connected to the sensor. The customer removed the sensor and found that the sensor was bent. Informed the customer that the sensor will be replaced. Sensor will be returned for analysis.